Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to exit the preparing to prime loop. The insulin pump was locked up and did not do anything. The screen on the insulin pump was scratched and filmy. The customer had a hard time reading the screen. Customer's blood glucose level was 86 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected frozen/locked screen anomalies were noted during testing. The time advanced properly. The pump passed the self test, off no power, unexpected restart, displacement, rewind and basic occlusion tests. The operating currents were within specification. Unable to prime during the prime test due to moisture damage on the force sensor resistor. No film on the display window noted. However, minor scratches on the lcd window noted. The pump had cracks on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.